Event description:
It was reported that the programmer did not turn on. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head that was returned along with the programmer as an associated device subsequently tested out of specification during manufacturer's analysis.

Event description:
It was reported that the programmer did not turn on. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer was unable to turn on, it powered up as expected with no issues. Analysis did find a noisy power supply fan and system fan and both were replaced, as well as that the audio loopback functional test was out of specification and therefore the microphone was replaced. Product ID 2067 radiofrequency programmer head; (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067, radio frequency programmer head; (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.